Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012409548 was returned and analyzed. The catheter was visually inspected, and kinks were on the pebax tube, knotted, and electrode wire was exposed on the spiral array. The steering knob was received as detached. Mechanical verification of the steering and slide mechanisms were carried out. The slide control function stuck and movement was hard. The steering function could not perform due to the detached knob. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to the control being detached, kinks were on the pebax tube, knotted, and electrode wire was exposed on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a pulseselect catheter, the catheter was unable to be withdrawn into the sheath. An intracardiac echocardiogram revealed that the catheter had become entangled in tissue. The catheter was eventually removed, with what appeared to be tissue attached to it. The case was completed without the need for medical or surgical intervention to prevent permanent impairment, and there was no extension of hospitalization or injury reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to product event summary: the pscc100 catheter of lot number 0012409548 was returned and analyzed. The spiral array appeared kinked on the pebax tube, a knotted array, twisted pebax tube, exposed electrode wire near dual lumen, nitinol ball dislodged from dual lumen, and guidewire lumen kinked was also observed. The steering knob was received as detached. Mechanical verification of the steering and slide mechanisms were carried out. The slide control function stuck and movement was hard. The steering function could not perform due to the detached knob. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to the control being detached, kinks were on the pebax tube, knotted, electrode wire was exposed on the spiral array and nitinol ball dislodged from dual lumen, and guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.